Manufacturer narrative:
The evaluation was carried out on 02/25/2016 at our otto bock us service center. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one bolt was lost. No fall or injury occurred due to this failure, but it could have led to patient injury. Evaluated by otto bock us service center.

Event description:
Knee joint was sent in for repair. According to information provided by the customer, one screw was missing. No fall, no injuries.